Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, as the xience prime stent delivery system was advanced over the guide wire, the xience prime shaft separated at a location outside the patient's anatomy. The device had not yet entered the patient anatomy and the separated segments were easily removed from the guide wire. There were no adverse patient effects and no clinically significant delay. A new same size xience prime was then advanced into the patient anatomy to complete the stenting procedure. No additional information was provided.